Event description:
It was reported the bronchofibervideoscope had blockage from foreign material during reprocessing. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.